Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and the patient who reported patient was charging every 4-5 days on program b then it suddenly changed to daily so they changed to program d. It was reviewed that charging currently aligns with the current programs but manufacturer representative indicated that this occurred before they switched programs. It was reported that impedances looked fine. It was reported that the patient charges when they are sleeping and sometimes when they wake up the ins is not fully charged. It was reviewed that charging while sleeping was not recommended. Patient reported after meeting with manufacturer representative issue may have been fixed as all connections and impedances appeared to be correct.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who reported the patient was still complaining that the patient's charging went from needing to be charged every 5 days to everyday. Stats were reviewed and base on stats the charge frequency is at expected level.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative who responded from follow up sent to them. Caller reported everything was back to normal. Worked with technical and system is working fine. Weight of patient was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that they us ed to charge every 5-7 days and now they are having to charge daily beginning on friday or saturday. They have since changed programs to one that is supposed to draw less power but that hasn¿t helped. The patient confirms that the ins is 100% charged every morning. The patient has not had any falls. The patient was redirected to follow up with their healthcare professional (hcp) but noted that the office told them that they didn¿t have a number for any manufacture representative (rep) so an email was also sent to local reps. Additional information was received from the rep on 2019-apr-09 indicating that they would take care of this patient. There were no patient symptoms reported and no complications reported.